Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer experienced low blood glucose levels. Reportedly, the low blood glucose level was due to increased activity while swimming. Customer reports pump is working as expected.